Event description:
It was reported that pump malfunction occurred with malfunction code 12 and fault ID 0x2071, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.